Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose and damage to the insulin pump. The customer blood glucose level was 529 mg/dl at the time of incident. Customer states she had a dry reservoir and blood glucose level was 514 mg/dl and at the end of call blood glucose level was 552 mg/dl. Customer treated with insulin pump and manual injection. Customer has been using insulin pump system within 48 hours of reported high blood glucose event. Customer does not allege insulin pump was under delivering. Customer declined to check for the presence of leaks or air bubbles in the tubing or reservoir. Troubleshooting was assisted. The product will not be returned for analysis.